Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observations noted during failure analysis that were not reported by the customer: the instrument was found to have a broken ceramic sleeve. A broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.035¿ x 0.062¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The instrument was also found to have a dislodged flush tube guide. Lastly, the instrument was found to have a missing idler pulley shaft and idler pulley. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable of the permanent cautery hook instrument broke. No fragments fell inside the patient. The procedure was completed with no reported injury to the patient.